Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with pfna on an unknown date. On (B)(6) 2013 patient fell and suffered a fracture, just below the tip of the pfna. Patient returned to the or on (B)(6) 2013 for removal of hardware. Patient was revised with longer pfna, cement augmentation of the femoral head, and cerclage cables at fracture site. No further information is available. This report is for the pfna. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.